Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a patient experienced extravasation. The PICC has been removed and the healthcare professional observed a small hole. The PICC has been destroyed. Securacath used as securement device.